Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed external flash error. The customer was unable to do anything with the insulin pump anymore. Customer's blood glucose level was 20.0 mmol/l. The device was not returned.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the external flash error due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window.